Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving fentanyl (1200 mcg/ml at 724 mcg) via an implantable pump for non-malignant pain. It was reported that during a pump refill, a pocket fill occurred. According to the hcp performing the refill, everything appeared normal and expected during the refill. The only difference was the patient asked to stand during the refill, so he was standing/leaning on the exam table. The hcp withdrew the expected amount of drug from the pump. The hcp then began filling the pump with new drug by pushing in drug and drawing back by 4 ml's until the pump was filled with 40 ml. The patient was asked to wait for the 20 minutes post refill observation. The patient appeared confused at first, then sleepy and then began losing consciousness. The patient received two doses of narcan nasally. When the patient didn't respond, the patient was administered another dose through IV (intravenous). The drug was also withdrawn from the pump and only 29 ml of the 40 ml was recovered. The hcp also attempted to withdraw drug from pocket. The patient was transported via ambulance to the local ER (emergency room) where they were being monitored. The patient did receive additional doses while in the ER and was admitted for overnight observance. An afternoon update from the hcp revealed the patient was stable.  No surgical intervention was performed.  It was noted the issue was resolved at time of report.  The patient's status at time of report was alive- with injury.  The injury was pocket fill occurred during drug refill.  The patient received several doses of narcan and was being admitted overnight for observation. The patient's medical history was asked but unknown. The event date was (B)(6) 2021.